Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant from reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and the patient experienced a loss of pulses in both lower extremities. The patient later expired while on the impella cp support. No allegations were made towards the impella cp for cause of death. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise.